Event description:
An initial MDR regarding this case was filed (B)(6) 2023 (report number 3016798778-2023-00028). Additional information was received by millyard advanced medical products, llc by way of a completed technical investigation on recently received materials that were in use by the patient during the referenced event. Logs show that on the date of the complaint (B)(4) generated cassette depleted alarms and cassette problem alarms. The logs leading up to cassette depleted alarms are consistent with real depletions. Both of these alarms have been seen when the user the attempts to start an empty cassette. A full test treatment was run on (B)(4) without the generation of any alarms. No cassettes were returned, so no further investigation is possible. No issues were found, and the returned system performed as expected during investigation. The returned devices operated within specifications.

Event description:
An initial report of patient hospitalization was received by united therapeutics on 25-may-2023 and forwarded to millyard advanced medical products, llc on 26-may-2023. The patient reported she forgot her remunity pump at work. She attempted to use her back-up pump but received alarms with each of her two remaining cassettes. As she was now out of supplies and her other pump was not accessible, the patient went to the hospital to continue receiving remodulin therapy. No components or additional information associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.